Manufacturer narrative:
.

Event description:
The manufacturer's international service technician reported that during preventive maintenance ventilator alarmed with vent inop due to a pressure regulation reference failure. There was no patient involvement.